Event description:
It was reported that the gastrointestinal videoscope had e227 (scope error) error occurred. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
Customer name- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be identified based on the provided information. Based on the provided information, the cause of the foreign material remaining in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.